Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a cardiac perforation occurred on the right ventricular (rv) lead and the atrial (ra) lead. Physician elected to proceed with thoracic surgery for thoracotomy. It was reported that the patient had deceased due to an unknown cause. There is no known allegation from a health care professional that suggests that the death was device related. No additional information was reported.